Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The insulin pump was received with a severely scratched display window, cracked battery tube threads and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump did not recognize the battery. The customer changed the batteries 3 - 4 times and cleaned the battery cap and the insulin pump did not turn on. The customer stated that 20 minutes later after trying again, the insulin pump did turn on and there was no alarm. The blood glucose reading was 148 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and stated that the display did not return. The customer was advised to clean the battery cap and insert a new battery and the display did not return. The insulin pump eventually came on after several tries and passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.